Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient's implant had helped them a little, but "not enough." They mentioned that their healthcare provider thought they probably had arthritis. They explained that they had a full system explant, and it "only left scar tissue." The patient noted that their implant hadn't been effective since it was implanted (B)(6) 2013. The date of explant was said to be around (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.